Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) and mitral calcification for a mitraclip procedure. During the procedure, first clip was implanted. Second clip was inserted and leaflet was torn and the clip was removed. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.